Event description:
A report was received that the patient will undergo an explant procedure. Reason unknown.

Event description:
A report was received that the patient will undergo an explant procedure. Reason unknown.

Manufacturer narrative:
Additional information was received that the patient would not proceed with the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-70, serial #: (B)(4), description: linear lead with enhanced stylet, 70cm; model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.